Event description:
It was reported patient underwent a total hip arthroplasty in 2000. Subsequently, patient was revised on (B)(6) 2014 due to pain. Acetabular cup, modular head and poly liner were utilized during the revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2014 due to pain. An acetabular cup, modular head and poly liner were utilized during the revision procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 2000; PMA/510(k) number; manufacture date ¿ unknown.